Manufacturer narrative:
Additional information provided. The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that on (B)(6) 2017 at 8:14 pm the user entered 50mcg for the drug amount (rather than the intended 2,500 mcg) and 50ml for the diluent volume for fentanyl cont infus weight based dosing. These parameters made the concentration 1mcg/ml and the rate 99.8ml/hr. The infusion continued at this rate until the device was channeled off at 8:35 pm. The volume recorded as being infused during this period was 31.232ml. The root cause of the overinfusion was user programming. No device was returned for investigation. No devices received, log review only.

Event description:
After the event, the pharmacist requested an event log review to check programming for a possible over infusion, stating that the user may have entered the drug incorrectly. Although requested, no other event details were provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fentanyl, (2,500 mcg/50 ml) was expected to infuse at a dose of 1 mcg/kg q 30 minutes, max of 10 mcg/kg/hr. The patient¿s weight was (B)(6). No patient harm was reported.